Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred with 70 units of insulin left in the cartridge. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 287 mg/dl.